Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. Blood and tissue on the helix caused the helix to not retract.

Event description:
It was reported that three days after implant, it was thought that the lead was dislodged. But, via fluoroscopy, it was determined that the lead helix was bent or stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.